Manufacturer narrative:
Pump was received with pump error 35 and critical pump error during testing. Unable to determine the root cause, problem isolated to motor force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had pump error. The blood glucose level was 250 mg/dl. The customer reported that they had a broken force sensor was detected during seating and regular delivery. The customer reported that they had cleared the alarm and it alarms again with the same alarm. The customer was not able to rewind the insulin pump. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.